Event description:
The customer reported a motor error alarm during the rewind. Unable to clear the alarm due to the act button not responding. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen due to moisture damage on the electronics. Unable to verify the motor error or rewind anomaly due to the frozen screen. The insulin pump also had moisture damage on the motor.